Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the air bubble detector (abd) sensor to function normally. It functioned normally with water present and alarmed appropriately when air bubble was present. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The customer observed the abd light emitting diode (led) module light was red. The customer had this issue one morning but was able to get it to work. The following day the device quit working completely and they could not get it to reset.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) sensor kept alarming when air bubbles were not there. As a result, an alternate device was employed. The surgery was completed successfully. There was no delay, no blood loss or any adverse event reported.